Manufacturer narrative:
Device evaluated by MFR: taxus liberte ous, mr 2.75 x 38 mm, stent delivery system (sds) was returned for analysis. A visual and tactile examination found a hypotube break 772 mm from the end of the strain relief, there were also several hypotube kinks noted along the full catheter length. A visual examination of the crimped stent found no issue. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issue with the shaft polymer extrusion. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that shaft break occurred. A 38 x 2.75 mm taxus¿ liberté¿ long drug-eluting stent was selected to treat the lesion. However, during the preparation, it was noted that the shaft was broken. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that shaft break occurred. A 38 x 2.75mm taxus liberte long drug-eluting stent was selected to treat the lesion. However, during the preparation, it was noted that the shaft was broken. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.